Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced scarring due to skin irritation. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that the scarring was white at the insertion site. Patient's mother did not seek medical treatment from a doctor and stated that they have used over-the-counter antibiotic cream. Patient's mother also reported that the patient's first reaction occurred in (B)(6) 2016, and that the reactions look like chemical burns with bumps, redness, itching pain and irritation. Treatments for the skin reactions have included: antibiotic cream, senegence skincare line, climate control spray and face cream. Patient's reactions have gotten progressively worse. Additionally, patient has a history of reactions to tegaderm as well as a history of eczema. At the time of contact, the patient was recovering from a skin reaction. No additional patient information is available. No product or data was returned for investigation. However, a photograph of the reaction/scarring was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.